Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n490261, implanted: (B)(6) 2014, product type: accessory. Product ID: 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient's adaptive stimulation would adjust to the wrong position. This happened three times over the past three weeks. The patient was in the lying position and after a few seconds the position would change to upright. Re-orienting during programming was tried. The implantable neurostimulator (ins) was tight in the pocket. When the patient lifted his pelvis while in the lying position, stimulation changed to upright. Technical services suggested adjusting the transition code and recommended increasing the lying position area. The rep changed the settings to m upright position and xxl for lying back. Every position was working. The adaptive stimulation issue resolved through troubleshooting. It was noted the patient never received an identification card. Relevant medical history included lumbar radiculopathy and spinal pain.